Event description:
This device was explanted due to excessive battery consumption.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the analysis the pacemaker was successfully interrogated. The battery status was ok with a remaining battery capacity of 60percent. The memory content of the pacemaker was inspected. The inspection revealed that the device switched into the safety backup mode on (B)(6) 2017 as a result of the detection of invalid memory content. After reinitialization with the programmer during the follow-up on (B)(6) 2017 the device was operating as expected. Please note that the safety backup mode parameters represents a high current program (4.8v at 1.0ms) which may result in a status error message to notify the user as mentioned in the complaint description. The message will appear for at least 28 days after the reinitialization. As the next follow-up after the reinitialization has already been performed 7 days later, the warning message during interrogation was still present. The activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after the reinitialization, the ram application was operating as expected. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed that the clinical observation resulted by the activation of the safety backup mode due to an invalid memory content. However, after reinitialization the device performed as intended. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.